Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a detached needle. No additional event or patient information is available. No product or data was returned for evaluation. However, a photo was provided for inspection. Photo did not display a detached needle but confirmed detached cannula. The reported event of detached needle was not confirmed. A root cause was not determined.